Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer reseated the row cable and checked for a firmware update. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the auxiliary drawer 3.1 cubie drawer failed to open. The drawer is recoverable only to fail again when nurse goes to dispense medications from that drawer. There were no adverse events or injuries reported based on this event.